Event description:
This device was returned with oos documentation from biotronik representative. Per oos, the device was explanted due to lead dislodgement, along with a linox sd 65/18, that was removed because of noise. Both were replaced with biotronik devices.